Event description:
The customer reported there was no image on both monitors during an examination. The digital video interface (dvi) cable was connected directly to the monitor. The monitor got a signal but the image was distorted and unrecognizable. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no image due to failure of the printed circuit board. There was moisture damage found in the device which had damaged all boards. Due to the damage on the circuit board, the image of composite signal was not displayed. In addition, there was a burr on the chassis, the video connector socket was worn out, and the portable memory port was worn out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e3, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a failure of the printed circuit board and all boards being damaged was likely due to moisture damage found in the device. It is likely the burr on the chassis occurred accidentally due to unknown factors. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection] use the video system center only under the conditions described in ¿environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result. [6.1 precautions for operation] do not use a humidifier near the video system center as condensation may occur and cause fire and/or equipment failure. [8.2 storage] store the equipment in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained from the customer stated the examination could not be completed because the puncture could not be performed without a visible image. The examination was rescheduled.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b5.